Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. The insulin pump had a partially broken reservoir tube lip, minor scratched display window, case and keypad overlay. Analysis was unable to perform displacement test due to physical damage to case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer notes state the insulin pump had missing pieces and was broken on the reservoir side. The insulin pump will be returned for analysis.